Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a robot surgery, the balloon did not inflate. There was not rapid loss of abdominal pressure. No patient adverse events reported. Patient is stable.